Event description:
It was reported that upon interrogation of the implantable pacemaker, the message code was displayed. A request was made to have data from this device analyzed. This pacemaker remains in service and will not be returned. No adverse patient effects were reported. Additional information indicates that the patient with this pacemaker is currently asymptomatic. No adverse patient effects were reported. Subsequently, this pacemaker was explanted and replaced with a different model. Medication was administered and fluoroscopy was performed. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established. A correction report was made to the "device code" in blocks f10 and h6. This supplemental report was created to document the corrected information.

Event description:
It was reported that upon interrogation of the implantable pacemaker, the message code was displayed. A request was made to have data from this device analyzed. This pacemaker remains in service and will not be returned. No adverse patient effects were reported.

Event description:
It was reported that upon interrogation of the implantable pacemaker, the message code was displayed. A request was made to have data from this device analyzed. This pacemaker remains in service and will not be returned. No adverse patient effects were reported. Additional information indicates that the patient with this pacemaker is currently asymptomatic. No adverse patient effects were reported.

Manufacturer narrative:
A correction report was made to the "device code" in blocks f10 and h6. This supplemental report was created to document the corrected information.